Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl. Tandem technical support confirmed the replacement of the pump under warranty and provided instructions to the customer on returning the malfunctioning pump. The customer was informed about backup therapy using multiple daily injections (mdi) to ensure continuous insulin delivery. Steps for setting up the replacement pump were advised, and the customer understood and acknowledged all instructions.